Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the pacemaker was in backup mode. The pacemaker was explanted, and new pacemaker was implanted. During surgery, the atrial lead was capped for an unspecified reason. The patient was in stable condition.